Manufacturer narrative:
Supplemental report submitted for product evaluation performed. Additional failure mode of distal tip split was identified. The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was returned f or evaluation and an engineering evaluation was performed . The returned devices were visually examined, and the following was observed: liner fully expanded. Distal tip opened but torn. Hdpe material stretched at tip torn location. Distal tip split. Scratches noted along sheath shaft. Axial, radial and slant score lines present at intended location. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath distal tip split was confirmed per the evaluation of returned device. No manufac turing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Review of IFU /training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, ''some resistance was noted when the delivery system with the valve passed out of the esheath. When the procedure was finished, the devices were removed with some difficulty and it was noted that the distal tip of the esheath was torn. As per product evaluation, the distal tip of the esheath was split''. Per evaluation of returned device, the esheath+ distal tip was split. Even though information provided indicated ''mild'' calcification, ''mild'' tortuosity and 6.5mm of minimum luminal diameter (mld), the returned device had scratches along the sheath shaft hdpe. Calcification can create a constrained condition during sheath insertion, where sharp nodules of calcification can interact with the sheath tip directly and lead to the reported split. Additionally, calcification can subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the devices. Any device manipulation can further exacerbate the negative interaction against calcification nodules, contributing to the reported split. Scratches observed on the sheath shaft/introducer can be indicative of the presence of vessel calcification. As such, available information suggests that patient factors (calcification) and/or procedural factors (device manipulation) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation corrective or preventive action is required. The complaints of sheath distal tip torn, difficulty advancing through sheath, and withdraw difficulty were confirmed, based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment (pra). Additionally, patient and/or procedural factors, such as challenging anatomy or non-coaxial advancement angles (e.g. Due to calcification, as evidenced by the presence of scratches on the returned sheath shaft) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. Furthermore, a torn tip can catch on access vasculature during sheath removal leading to the reported retrieval difficulties and possibly separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. However, available information suggests that procedural factors (withdrawal of altered device) may have contributed to the difficulty removing sheath. A CAPA was initiated for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve, in the aortic position by transfemoral approach. Some resistance was noted when the delivery system with the valve passed out of the esheath. When the procedure was finished, the devices were removed with some difficulty and it was noted that the distal tip of the esheath was torn. The patient did not experience any injury due to this event and was noted to be stable after the procedure. As per provided imagery, the esheath liner was expanded and the distal tip of the esheath+ was opened and torn.